Event description:
A healthcare facility reported that three warmer heads of iw910 mobile infant warmer were found to have cracks. No pt consequence was reported.

Manufacturer narrative:
Additional mfg date: 11/07/2006, 06/22/2005. The three warmer heads returned were visually inspected. Results: the warmer heads that were returned showed serious damage such as multiple long crack lines on top and plastic flaking at the bottom edge of the head housing. Chemical residue can also be seen at the reflector area and along the bottom edge of the warmer head. Based on the info gathered by our us office, the biomed of the hospital believed that the cleaning solution that had been used contained high amount of ammonia. The operating manual states that cleaning of all parts of the infant warmer and accessories should be done at normal room temp, around 23 degrees celsius, and to avoid cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aquenoa solutions as these may cause chemical reactions to the polycarbonate plastic material. All surfaces of the warmer head may be cleaned with detergent based solution having a maximum concentration of 2 % in water. Conclusion: cracking and flaking of the warmer heads can be attributed to chemical contamination and the use of incompatible cleaning solution. These are known problems and we have an open CAPA to examine further compatible cleaning solutions.